Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleged an issue related to bipap device sound abatement foam. The patient has alleged acute afib. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected the device and observed the following from an external and internal inspection: unknown white dust-like contamination at the air inlet of the blower box, unknown white contamination at the iso (international organization for standardization) port, potential hair-like fibers in the modem accessory area of the top enclosure, white hair-like fibers on top of the blower box, black dust-like particles in the bottom enclosure, hair-like fiber in the bottom enclosure, light dust-like contamination on top of the blower motor and blower motor seal, black contamination consistent with keratin at the air outlet of the blower box, tiny unknown black specks of contamination on bottom of blower box. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation, observe dust/dirt contamination in the airpath, likely from a source external to the device and unable to directly address the symptoms or complaints. Evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging acute afib. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.